Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switch episodes were noted on the patient's pacemaker device due to far r wave oversensing. Programming changes were discussed. The patient was asymptomatic.